Event description:
Boston scientific received information that during a follow-up, this left ventricular pacing lead was found to not capture at maximum output in several configurations. A chest x-ray showed the lead was dislodged. The lead was successfully repositioned. The dislodgement was attributed to a weak tie-down of the lead in the pocket during the initial implant procedure, and the lead had moved significantly in the pocket. No adverse patient effects were associated with the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.